Event description:
On (B)(4) 2012, customer reported a leak (<10ml) in the front left side of the lh750 analytical instrument. Customer stated that the source of the leak seemed to be the probe needle area. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and observed that the source of the leak was the manual probe. Fse noted that the probe wipe rinse cup did not move up completely, which caused fluid to escape. Fse replaced the probe wipe assembly and this resolved the issue. There was no further evidence of leaking. Repairs were verified as per established procedures and results met published performance specifications.

Manufacturer narrative:
(B)(4).